Event description:
Facility requested an inspection of this bed. No injury reported.

Manufacturer narrative:
Bed located on 2nd floor transportation storage room. Found the pt left head castor would not go into brake mode. Replaced the left head brake castor to resolve this issue.